Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The sureform 45 gray reload accessory was analyzed and found to have the blade rotated within the knife track. The blade was not exposed above the surface. There was also cartridge damage noted at the site of the rotated blade. No information on the sureform stapler that was used was provided, so no logs are available for review at this time. Additionally, the reload was found to have cartridge damage. The cartridge was damaged between the knife track at the site of the blade rotation. The reload parts were separated for further investigation. The reload cartridge was damaged and there may be missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the reload. The reload blade was found to have mechanical indentations. The blade was damaged at the tip, as a result of the rotated blade. The probable root cause of the reported complaint is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Furthermore, the probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 gray reload accessory stapling stopped. A backup was used to complete the procedure with no patient harm.